Event description:
A medtronic rep reported while in a spine procedure, images would not activate for navigation. The surgeon decided to discontinue the use of navigation to complete the surgery. There was no impact on the pt's outcome reported.

Manufacturer narrative:
Software investigation was completed. Image activation anomaly was documented in a medtronic software anomaly tracking database.